Event description:
The customer reported that the touch screen didn't work. The manufacturer's field service engineer (fse) confirmed the reported event.

Manufacturer narrative:
Updated. Failure analysis on the returned touch screen shows that the touch screen had failed with the resistance in the lower part of the screen being asymmetric and the vertical y resistance varying excessively when moving in horizontal x direction. This caused the touch screen calibration to fail and the inability to select objects at the lower end of the screen.

Event description:
The customer reported that the touch screen didn't work. There was no patient involvement.